Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen has become unresponsive while the customer was attempting to change the cartridge. Troubleshooting with tandem technical support was performed, and touchscreen remained frozen. Customer's blood glucose level was not impacted. Reportedly, customer has back up lantus for insulin therapy.